Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline fault alarms and a low speed event; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from 21oct2020 at 14:55:18 to 29oct2020 at 7:41:42. The pump fixed speed and low speed limit were set at 9200 rpm and 8600 rpm respectively for the duration of the captured data. Throughout the captured data, there were ongoing driveline faults, resulting in 228 driveline fault alarms. Additionally, on 27oct2020 at 4:34:11, the pump speed dropped below the low speed limit resulting in a low speed advisory while the patient was supported by the mpu. Based on complaint history and similarly reported event, the driveline fault alarms and low speed events are consistent with damage to one or more of the patient¿s driveline wires; however, a specific cause could not conclusively be determined as no product was returned for evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remained ongoing on heartmate ii lvas, serial number vad-57103 until they underwent pump exchange on 02nov2020 due to further driveline fault alarms (manufacturer reference number 2916596-2020-05656). No product is available for investigation. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-57103 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02oct2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline fault events were reported in MFR. Report #2916596-2020-02692. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file captured constant driveline (dl) fault events throughout the log file. A low speed advisory event was also captured on 27oct2020 with speed noted at 7620 rpm. This event occurred while using the mobile power unit (mpu). Technical services (ts) reported that a controller exchange would not be needed to determine whether or not the dl fault was authentic because the patient's dl faults were an ongoing issue.